Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803.

Event description:
"The patient reported the final upper aligners cracked and it's kind of cutting into the lip. Dental history included orthodontic aligners (no other details). Medical history included the jaw clicking or locking upon opening and noted the left tmj (temporomandibular joints) gives an audible pop when the mouth is wide open.".

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.